Event description:
The extension was removed due to high impedance and lack of therapy. There appeared to be corrosion on the extension. The patient status was reported as "explanted".

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance on the extension. The weld between the coiled wire and the crimp sleeve was broken on the #2 circuit.